Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A retention sample of the involved product code/lot# combination was evaluated as follows. Visual inspection found no anomalies or defects. Magnifying inspection revealed no anomalies or defects. The outside diameter was measured and confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation results verified that the current product sample did not have any inherent deficiencies which would relate to this complaint. Based on the complaint description, it is likely that the actual sample was exposed to excessive distorting forces, resulting in the reported break and fracture. With no return of the actual sample to be evaluated, the cause of the reported complaint cannot be definitely determined. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not available

Event description:
The user facility reported breakage of the wire during a procedure. Follow up communication with the user facility confirmed the following information: the physician was using the wire in a heavily calcified lesion in the sfa and was torquing it heavily; near the end of the case, the physician said he thought the very tip of the wire with the gold coil appeared to break off, and he said there was nothing he to do; the patient was reported to be in good condition; and blood loss was less than 250cc. Additional information was received on (B)(6) 2017. The patient went home after the case, as it was done in an outpatient lab. The patient was doing fine after the case. Physician did not actually see the tip of the wire break off, said he felt it did, but that he was being very aggressive in some tough calcium. He felt like it would be no big deal, and the patient was doing fine after the case.